Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving hydromorphone 10mg/ml at 3.184 mg/day via an implantable pump. The indications for use were non-malignant pain and failed back syndrome-other. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. There were no patient symptoms reported. Per the print report a motor stall occurred (B)(6) 2016 at 2:18 and recovery on (B)(6) 2016 at 23:21, a motor stall (B)(6) 2016 at 23:51 and a recovery (B)(6) 2016 at 1:58 and a motor stall on (B)(6) 2016 at 09:54. On 4/29 the pump was put at min rate and the patient supplemented with "patch" and oral prescription. As of 5/9/2016 the motor stall had not been resolved, the replacement date was tba. On (B)(6) 2016 it was reported the pump was replaced. The patient was taken off their oral meds and patch and was expected to fully recover.

Manufacturer narrative:
Device evaluation summary: analysis of the pump found ¿pump motor ¿ gear train anomaly ¿ corrosion and/or wear and/or lubrication¿ and ¿pump motor ¿ gear train anomaly ¿ stall due to shaft/bearing¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.